Event description:
A pt who presented with progressive breast cancer (originally diagnosed 1992). The pt presented for therasphere treatment with liver metastases. Pt was treated in 2000 and received approx 149 gy administered to the entire liver. Pt was discharged the same day without incident. On event date pt presented with a cough with no shortness of breath and no pleuritic pain. Physical exam on event date revealed decreased breath sounds in the right base. A CT scan revealed moderate sized right pleural effusion. Pt will be followed in 4 weeks time with chest x-ray and abdominal/pelvic CT scan. The clinician judged the pleural effusion to be potentially related to therasphere treatment. The pt will be followed closely to monitor any changes in status.